Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID 3889-28, lot# va16vjp, product type: lead. Analysis of the lead, va16vjp, found that it was suspected that there were body fluids in the stim lead body with no performance impact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16vjp, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that there was blood inside the lead during the procedure on (B)(6) 2016. The surgeon observed blood inside the insulated portion of the lead and requested a new one. The lead was replaced and the new lead was used to avoid issues with the lead. There were no environmental, external, or patient factors that may have led to the event. No troubleshooting was performed. The lead was never implanted and would be returned for analysis. The issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Product ID: 3889-28, lot# va16vjp, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.